Event description:
It was reported that the patient with heart failure was admitted to the hospital. The physician reported that an electrocardiogram (ECG) was done for the patient and a possible "sensing failure" was seen. A device check was performed and elective replacement indicator (eri) was found. The device mode and rate had been changed to vvi65. There was also an increase in the lead ventricular threshold noted. The lead remains in use. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Product ID: 5554-45, implantable pacing lead implanted: (B)(6) 2002; product ID: 5054-52 implantable pacing lead im planted: (B)(6) 2002. (B)(4).